Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 23-oct-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the stations were in override mode. The technical support specialist contacted the customer, initially confirmed the issue was resolved. Due to communication issues, technical support specialist followed up and informed the customer that the server and health sight viewer would be checked. The customer agreed to keep the case open and technical support specialist verified synchronization status, ran a downtime query, and confirmed all systems were functioning normally. Upon follow-up, the customer stated the issue was related to electronic privacy information center (epic) and approved case closure. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es device was in override mode, preventing user from removing the required medications and causing delays. There were no adverse events or injuries reported based on this event.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es device was in override mode, preventing user from removing the required medications and causing delays. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.